Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported the during the surgery, the foreign substances which looks a white powder was found inside of the sterile tray when the nurse opened the package. In addition, the batteries leaked in the battery compartment. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was returned opened, but unused, in the tyvek tray. Visual inspection confirmed there was a white substance throughout the tray that was coming from the battery pack. Inspection if the interior of the pack found the batteries had leaked electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.